Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that it takes forever for the communicator to connect to the handset. The issue started 'probably within the last week or so. ' it was getting stuck on the retrieving pump setting screen. Agent assisted the patient in clearing data from the app and connecting to the pump. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if issue persists.